Event description:
International affiliate reported that the device initially functioned as intended, then subsequently failed to drain. The device was exchanged for a new device.

Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the evaluation will be submitted in a supplemental 3500a form.